Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported his blood glucose readings have been going up since (B) (6) 2010. Patient stated, his blood glucose readings went as high as 20 mmol/l (360 mg/dl). Patient's normal blood glucose range is 4-7 mmol/l (72-126 mg/dl). Patient reported he changed his insulin cartridge and infusion set on (B) (6) 2010 but the elevated blood glucose has continued through today. Patient stated, he switched to his backup infusion device this afternoon using a new infusion adapter, insulin cartridge, infusion tubing and infusion set. Patient reported, the elevated blood glucose continued and believes the infusion device was causing the elevated blood glucose. Patient stated, he delivered boluses for all his meals and correction boluses; blood glucose continued to climb. Patient blood glucose reading was 18 mmol/l (324 mg/dl) immediately before the call. Patient reported, his last bolus was for his meal given an hour and a half prior to the call. Patient stated, the infusion device did not display any error or alert. Troubleshooting did not find any product issues. Patient reported, he does not have an alternate form of insulin therapy. Advised patient to contact his doctor. Advised patient if he was unable to contact his doctor to attempt to reach a physician for advice on how to proceed. On follow up call on (B) (6) 2010, patient reported, he spoke with his physician and the cause of the elevated blood glucose was not known. Patient stated, his readings did not return to normal, so his doctor placed him on insulin injections. Sent infusion sets and insulin cartridges; no product return was requested.